Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('severe pain with menstruation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and ovulation pain ("increasing pain on my left side during ovulation"). The patient was treated with surgery (hysterectomy scheduled). Essure was removed. At the time of the report, the dysmenorrhoea and ovulation pain outcome was unknown. The reporter considered dysmenorrhoea and ovulation pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('severe pain with menstruation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and ovulation pain ("increasing pain on my left side during ovulation"). The patient was treated with surgery (hysterectomy scheduled). Essure was removed. At the time of the report, the dysmenorrhoea and ovulation pain outcome was unknown. The reporter considered dysmenorrhoea and ovulation pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.